Manufacturer narrative:
The product associated with this reported event was not returned for exam. The product lot code required to retrieve the device history records and search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the info provided. Provided info stated the product was not suspected of failing to meet specifications or being a contributing factor to the event on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address loosening of the tibial component, which was causing pain.